Manufacturer narrative:
A partial lead with the connector pin measuring 19.4cm was returned for analysis. The portion that was returned was normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that the patient was seen in ER due to dizziness after receiving a hv shock. Alerts were seen on the ICD for possible output circuit damage and out of range hv lead impedance. Review of egms showed one therapy was delivered, but subsequent therapies were aborted. The ICD was explanted and the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.